Event description:
Customer reported no reactivity against vra115 and a pt sample containing anti-jkb. Customer reported a positive antiboy screen was observed with vs185 cell I. Customer tested the sample against vra115 and reports only the fy(a) homozygous cells showed a 2+ reaction. The sample was sent to their reference laboratory. The customer reports that an anti-fy(a) and an anti-jk(b) were identified using peg as an enhancement. Customer stated no reports of any discrepancies with any other pts or with qc testing. No erroneous results were reported. No death or serious injury was associated with this incident.